Event description:
A customer reported receiving a "replace sensor" message from the adc freestyle libre 2 sensor after 1 day of wear. As a result, the customer was unable to obtain readings and experienced unspecified symptoms of hypoglycemia, was unable to stand, and lost consciousness. The customer was provided with food by a third-party and taken to the hospital where he was diagnosed with hypoglycemia and received additional food as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no damage observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 3 (indicating active sensor). Performed visual inspection of the sensor plug assembly and failure modes were observed. Sim vivo test was performed, and results were within specification. No malfunction or product deficiency was identified. Section d3 (email) was updated to reflect current contact information. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc freestyle libre 2 sensor after 1 day of wear. As a result, the customer was unable to obtain readings and experienced unspecified symptoms of hypoglycemia, was unable to stand, and lost consciousness. The customer was provided with food by a third-party and taken to the hospital where he was diagnosed with hypoglycemia and received additional food as treatment. There was no report of death or permanent injury associated with this event.